Manufacturer narrative:
Additional information has been provided. The handpiece was examined and the reported event was confirmed. The issues was due to the customer¿s misuse. Additional related information was not made available regarding conforming or non-conforming. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was a problem of occlusion. The system was changed. There was no patient impact.